Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, mildly tortuous, 90% stenosed, mid left anterior descending artery. The 2.5x12 mm nc tenku balloon catheter was used for predilatation; however, the balloon ruptured on the 2nd inflation of 18 atmospheres. No resistance was noted during advancement of the balloon catheter to the lesion. A non-abbott balloon catheter was used successfully to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.